Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery, and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 369 mg/dl while wearing the pod between 36 and 48 hours. The cannula dislodged from the infusion site (leg). As treatment for hyperglycemia, a new pod was applied and a bolus was delivered. The patient's blood glucose and insulin history are as follows: time: bg(mg/dl): bolus(u): at 9:20pm bg was 255mg bolused 0.6u at 930p. At 10:20pm bg was 362mg bolused 2.75u. At 11:20pm bg was 369mg.

Manufacturer narrative:
Investigation of the bottom housing indicates that the adhesive was properly welded to the device. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The formed needle was properly seated in the slide insert. The exact cause of the cannula dislodging could not be determined.